Event description:
Doctor was using a stryker suction irrigator to wash out the abdomen for a laparoscopic cholecystectomy. We noticed toward the end of the case that there was water dripping onto the floor from the irrigator. It appeared to be coming from the saline bag. At the end of the case, we realized that it was the irrigator itself that was leaking. Water was coming out of the center of the irrigator, leaking down to the batteries. There was a battery acid/water mess coming out of the bottom. Luckily, the whole unit comes in a sterile pack. We were initially worried that the water that went to the patient was contaminated with the battery water; but after opening the casing there was not a way for the battery water to get back up. Regardless, there was a problem with the irrigator that needs to be addressed.